Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-06. H6: investigation summary: one 3ml syringe received for investigation. A visual inspection and functional leak test was performed on the received sample, obtaining non-conforming results because the sample has a crack on one side of the syringe causing leakage. Possible root cause, the silicone transfer disc has very large cavities, which causes a desynchronization with the transfer disc assembly, causing damage and rupture in the cylinder body, thus confirming the failure mode ¿misalignment in the silicone dosing disc due to difference in the size of the cylinder diameter with the transfer disc¿. Corrective action, reduce transfer dial cavity adjustment. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that one bd piston syringe was damaged during use. The following was reported by the initial reporter: "it was reported that syringe burst when filled with insulin. Per phone call on (B)(6) 2020: consumer explained that the syringe barrel cracked down the side. Sample still available - requests container. Event description per attached email states: "caller reported syringe burst when filled with insulin. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no product with issue - bd 3ml syringe, pn 309657. Product lot # - 0044630. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. (Contact: +1) resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. Cts to goodwill replacement syringe via cartridge replacements. No further tandem follow up is required."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that one bd piston syringe was damaged during use. The following was reported by the initial reporter: "it was reported that syringe burst when filled with insulin. Per phone call, on 21-sep-2020, consumer explained that the syringe barrel cracked down the side. Sample still available; requests container. Event description per attached email states: caller reported syringe burst when filled with insulin. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 3ml syringe, pn 309657. Product lot # 0044630. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. (Contact: +1) resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. Cts to goodwill replacement syringe via cartridge replacements. No further tandem follow up is required."